Event description:
During two incidents, the valves were not working properly and both pts required a second surgery. In the third case, the md noticed a cracked valve upon opening the package. Age at time of event: mid 70's.